Event description:
The customer stated that the axsym troponin-I adv reagent lid failed to open causing the probe to crash. The customer also stated that the lid would not stay open. There was no impact to patient management reported.

Manufacturer narrative:
This is the initial report. An investigation is in process. A final report will be submitted when the investigation is completed.